Manufacturer narrative:
The device was manufactured from april 23, 2019 - april 25, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four small volume folfusors were leaking from an unspecified location. The customer had filled the devices with medication and had taken them to the ward where they were discovered to be leaking prior to patient use. There was no patient involvement. No additional information is available.